Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin was squirting out during prime. The customer's blood glucose was 268 mg/dl at the time of incident. Troubleshooting was done but the issue was still recurring. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test, displacement accuracy test or verify absence of occlusion alarm due to prime anomaly. Unit received with minor scratches on lcd window.